Manufacturer narrative:
Submit date: 4/4/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported another pack of 4x4 x-ray with only 9 sponges.

Manufacturer narrative:
Submit date: 12/6/2017: this complaint was inadvertently duplicated. The 3500a has already been submitted via report # 3011410703-2017-00037. Therefore, this complaint record will be closed and all supplemental filings will be sent via report # 3011410703-2017-00037. If information is provided in the future, a supplemental report will be issued.